Event description:
The customer reported odor to the asp field service engineer (fse). There were no injuries. The fse went to the facility to assess the unit.

Manufacturer narrative:
Other: capital equipment, evaluated at customer site. The fse replaced both oil caps on the vacuum pump. The fse performed baratron zero procedure and the vacuum/plasma test procedure. The fse also performed the vacuum leak test procedure and the temperature verification procedure. The fse ran an empty chamber test cycle. System meets all MFR specifications.